Manufacturer narrative:
Programming changes were made. The physician will continue to monitor the device and lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise and increased threshold measurements were observed on another manufacturer's right atrial (ra) lead implanted with this pacemaker. Additionally, the right ventricular (rv) lead exhibited oversensing of atrial activity resulting in an unknown duration of pacing inhibition. The patient was pacemaker dependent. No adverse patient effects were reported.